Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system's extension tubing was "off from wing" during use.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7026678. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the photos and sample provided by your facility clearly displayed the reported issue, unfortunately closer inspection of the device could not establish a clear reason for the separation of the tubing from the wing. Our engineers reviewed the in-process records for pull test results associated with this lot; the pull test results indicate that the devices were resist dismantling within the expected limits of product specifications. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system's extension tubing was "off from wing" during use.